Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33052. Additional information received wherein the patient did suffer trauma prior to lead migration and stimulation did change.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33052. It was reported one of the leads had migrated down (event date unknown). X-rays were taken, the right lead migrated down to t12/l1. The physician also reported the lead was visibly fractured. The left lead was at its original location. The right lead was removed and replaced. Post-operatively, stimulation therapy was restored.